Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer's blood glucose value was unknown. Customer reported display was solid white. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer was advised the insulin pump will need to be replaced and was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with a blank display with constant steady white light on the display due to moisture damage on the electronic assembly. Unable to verify missing segments, partial display and perform the self test and displacement test due to device steady white light on the display.